Manufacturer narrative:
B5: additional information received 18apr2023. Summary of event: as reported, during an unspecified procedure, the basket of an 'ncircle delta wire tipless stone extractor' would not open. The device was tested prior to use; it is unknown how many times the device opened/closed prior to the reported failure. The device did not make patient contact. Another 'ncircle delta wire tipless stone extractor' was used to complete the procedure. No laser was used during the procedure. There were no adverse effects to the patient reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, and manufacturing instructions, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A document-based investigation evaluation was performed. A search of the complaint database [device history record] found no other complaints reported for lot 15029411. A complaint history database search showed no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. A visual inspection and functional test of the complaint device was also conducted. One, used, 'ncircle delta wire tipless stone extractor' was returned for investigation. A device failure analysis was performed and found that the handle could not actuate the basket assembly and the support and basket sheaths were separated into two sections approximately 3mm from the handle. The returned device was found to have a basket that did not function due to sheath damage. The yellow support sheath was separated at the handle. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 18apr2023: the stones were not able to be extracted by the complaint device; the procedure was successfully completed with another device. The device was tested prior to use. It is unknown how many times the device opened/closed prior to the reported failure. No laser was used during the procedure. The device did not make patient contact.

Event description:
As reported, during an unspecified procedure, the basket of an ncircle delta wire tipless stone extractor would not open. Another same type device was used to complete the procedure. There were no adverse effects to the patient reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: purchasing. PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.